Manufacturer narrative:
Product complaint # (B)(4). Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One picture was attached to the complaint file in which the enterprise was noted coiled next to the involved microcatheter. It was noted that the stent is detached inside the microcatheter's hub. Residues of blood were noted in the stent's body. The rest of the device was not able to be evaluated. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 7660536. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The issue regarding a stent prematurely detached was confirmed since the stent was noted to be already separated from the unit. However, the issue regarding a stent being impeded was not able to be confirmed since a functional analysis needs to be performed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00523.

Event description:
As reported by the field, during a stent assist coil embolization for intracranial stenosis, an. Enterprise2 4mmx39mm intracranial stent (encr403912, 7660536) became impeded in proximal of stent and could not advance any more. The physician retracted the stent and found it was released in the prowler select plus 150/5cm microcatheter (606s255x, 30692924). The doctor removed the stent and microcatheter from the patient¿s body and switched to new devices to complete the surgery. The procedure was prolonged about 45 minutes. Additional information received indicated that the procedural delay did not was not clinically significant. They were not able to torque the device. There was no evidence of physical material within the device. Neither the enterprise or the prowler select become kinked or bent. There was no excessive force used at any time.

Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization for intracranial stenosis, an enterprise2 4mmx39mm intracranial stent (encr403912, 7660536) became impeded in proximal of stent and could not advance any more. The physician retracted the stent and found it was released in the prowler select plus 150/5cm microcatheter (606s255x, 30692924). The doctor removed the stent and microcatheter from the patient¿s body and switched to new devices to complete the surgery. The procedure was prolonged about 45 minutes. Additional information received indicated that the procedural delay did not was not clinically significant. They were not able to torque the device. There was no evidence of physical material within the device. Neither the enterprise or the prowler select become kinked or bent. There was no excessive force used at any time. One picture was attached to the complaint file in which the enterprise was noted coiled next to the involved microcatheter. It was noted that the stent is detached inside the microcatheter's hub. Residues of blood were noted in the stent's body. The rest of the device was not able to be evaluated. A non-sterile enterprise2 4mmx39mm intracranial stent was received contained in the decontamination pouch. Upon receipt of the device, visual inspection was performed, and it was noted that only the stent was returned for evaluation and this was found detached inside the microcatheter's hub as observed on the picture provided. Then the stent was removed. The delivery wire was observed with kink damage. No additional appearance of damage was observed. Microscopic examination was performed. Under magnification, the stent component was observed with several bent damages on the struts, and it was not completely expanded as a result of the severity and amount of damage noted on the struts. The coiling of the distal tip of the delivery wire was noted to be stretched, and the kink damage noted during the visual inspection was confirmed to be present near the retraction bump. A device history record (DHR) was performed and it indicated this product was final inspection and was determined to be acceptable. The issue documented in the complaint regarding the stent being impeded in the microcatheter hub could not be evaluated through functional test since the stent became detached during the procedure; however, this condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire and cause strut bending. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. Based on this, the customer complaint was confirmed. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.